Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis can be attributed to a transmigration of a systemic infection as reported by a medical professional. It is well known the source of peritonitis infections can stem from systemic infections through bacteremia. This is further evidenced by the presence of a microorganism that is part of normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a peritoneal dialysis registered nurse [(pd)rn] this patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pdrn, it was reported this patient was hospitalized on (B)(6) 2022 for osteomyelitis caused by chronic calciphylaxis that was unrelated to pd therapy or the performance of any fresenius product(s) or device(s). The patient developed a systemic infection from the osteomyelitis while hospitalized and she presented with abdominal pain and cloudy peritoneal effluent fluid while admitted (exact date unknown). Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital (exact date unknown) presented with escherichia coli in the culture and a wbc count of 806/mm3. The patient was diagnosed with peritonitis caused by her systemic infection. The patient was prescribed intraperitoneal (ip) cefepime and ip ceftazidime (dosages, frequencies and durations unknown for both antibiotics) during this hospitalization. The patient had a difficult hospital course due to her systemic infection and departed the hospital against medical advice on (B)(6) 2022. The patient is recovering from this event and remains asymptomatic concerning her peritonitis infection. It was confirmed the patient¿s peritonitis, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on the same liberty select cycler at home post-discharge.